Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 6.0 x 60 40cm mustang¿ balloon catheter was advanced to dilate the lesion; however, upon inflation, the balloon ruptured prematurely. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the tight stenosed target lesion was located in the arm and the device was completely removed from the patient.